Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: "it was reported by the customer that the tubing set was leaking by the filter segment."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-12. H6: investigation summary: one sample was received and tested by our quality team. Under initial visual investigation, the leak was not noticed. Once primed, there was a small leak in the silicone portion of tubing that is inserted in pump. The set was then visually analyzed under microscope and there was a clear tear in the tubing. The root cause of this failure often having to do with improper loading technique, though without more information, the exact cause remains unknown. If this failure persists, contact customer advocacy for further training on infusion pump loading. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: "it was reported by the customer that the tubing set was leaking by the filter segment."